Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w 2.9d pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing.